Event description:
Clinical trial. It was reported that 604 days following a coronary artery drug eluting stenting treatment procedure the pt experienced an acute myocardial infarction (ami), st elevations, and a stent thrombosis. The initial procedure treated the mid rca (right coronary artery) with a 2.75 x 24 mm taxus express2 drug eluting stent. The pt presented 604 days following the initial procedure with chest pain and EKG revealed acute inferior st elevation, suggestive of a myocardial infarction. The pt developed respiratory distress while in the ER and was intubated. Morphine, lopressor, nitroglycerin drip, plavix, integrilin, and heparin were initiated and he was transferred to the study site for further evaluation. Cardiac catheterization was performed at the study site revealing 60% thrombosis of the mid rca within the 2.75 x 24 mm taxus express2 stent. A reintervention of the mid rca was completed by placing another taxus stent within the previously placed stent. Post-reintervention, the pt was stabilized in the ccu and discharged four days later. The investigator reported that this event was "possibly" related to the device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.